Event description:
Additional information was received indicating technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.

Event description:
During an in clinic follow up, the device was observed to be in back up mode. The patient was stable. Additional information has been requested but has not yet been received.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.